Manufacturer narrative:
Evaluation of the returned device showed no problem was found per customer reported problems, pump operate as intended. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device size is giving an error stating that it is too small. The device will not calibrate. No patient injury was reported.